Manufacturer narrative:
Additional narrative: conclusion and justification status for MDR: complaint description: damaged instrument returned from hospital. Locking trigger has snapped off. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer. The product was returned together with some of the broken pieces. It was noted that a part of the broken trigger was not returned. As this complaint was reported by the orthokit technician and not by the customer it is not possible to determine where the remaining section of the broken trigger is. The returned product was reviewed by both the design team and the supplier who confirmed the product failure. The comprehensive review process concludes that all processes followed the process flow and results of print and specification requirements were met. The design team then reviewed the suppliers report and concluded: supplier report confirms that weld validation record complies with validated process. Root cause for weld failure is unknown. We will continue to monitor through pms the complaint shall be closed with a justified conclusion. The complaint category shall be monitored through the companies trending and post market surveillance activities. The product shall be retained in secure storage for future reference. Should any further information be provided relating to this case then further investigation may be undertaken. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Locking trigger has snapped off.